Event description:
Clinic notes reported that the patient's ent wanted the patient's vns shut off because the patient's left recurrent laryngeal nerve is damaged and they had paralyzed vocal cord. The right vocal cord tends to close off her airway when the device was on which causes her to gag. The physician increased the patient's off time and reduced output current. No further relevant information has been received to date.